Event description:
Inserting 7.0x45 cortical fix screw with expedium screwdriver. As dr went to take screwdriver off, the poly head came off of the screw. We then had to back out the screw and insert a new one.

Manufacturer narrative:
The viper 5.5 cannulated bottom loading screw was returned for evaluation. Visual examination revealed that the cortical fix tulip head, inner cap (saddle) and screw shank have become detached while the flex ball remains inside the tulip head. No other anomalies or damage of any sort appears on the cortical fix screw. The threads on the screw shank are in good condition. The flex ball is undamaged and the saddle is intact. DHR review identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of the cortical fix screw's tulip head becoming dislodged from the shank cannot be positively determined. Based on the device¿s evaluation, one probable root cause may likely be that the tulip head was subjected to a higher than anticipated load resulting in tulip head detachment. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.